Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus china, omsc surmised there was the possibility this phenomenon was attributed to the image transmission failure between the subject device and the endoscope due to the unstable electrical contact of the subject device video connector which occurred by insufficient drying. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device flickered during the preparation for use of the unspecified procedure. The user changed the subject device to the similar device and completed the procedure. At the incoming inspection for the repair, olympus (B)(4) checked the subject device and duplicated the reported phenomenon. Olympus china found the video connector failure which might have been caused the reported phenomenon. There was no patient injury associated with this report.